Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer who reported that I-stat 1 analyzer sn (B)(6) and (B)(6) were hot to touch with 2x I-stat rechargeable batteries. The analyzers were replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident # (B)(4) #2 anlyzer being returned: product serial# mfg. Date 04p75-41 (B)(6). 20-sep-2020 apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-jun-2024. The customer reported that analyzers s/n (B)(6), with I-stat rechargeable power pack with a born-on date (bod) of 2023-07-27 installed, were hot to touch. The customer also reported that analyzer s/n (B)(6) generated quality check code (qcc) 80 with multiple I-stat cartridges. Failure analysis could not be performed as analyzers s/n (B)(6) have not been returned to flex. A rocketware search spanning four months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-feb-2024. The customer reported that analyzers s/n (B)(6) and s/n (B)(6), with I-stat rechargeable power pack with a born-on date (bod) of 2023-07-27 installed, were hot to touch. The customer also reported that analyzer s/n (B)(6) generated quality check code (qcc) 80 with multiple I-stat cartridges. Failure analysis could not be performed as analyzers s/n (B)(6) and s/n (B)(6) have not been returned to flex. A rocketware search spanning four months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.